Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator's touchscreen did not work. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The customer requested the part number for a replacement user interface (ui) assembly. The philips remote service engineer (rse) provided the customer with the part number. A follow up was performed with the customer, and it was reported that the touchscreen did not work, and that the ui assembly needed to be replaced. The customer reported that the ui assembly was replaced, and the issue was resolved.